Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. The investigation determined that the reported material rupture was likely due to case related circumstances. It is likely that the noted pinholes occurred due to interaction with calcification or associated devices during advancement into the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the posterior tibial artery. Access was gained with a 7fr sheath and a non-abbott guide wire. The 2.5x60 mm armada 18 percutaneous transluminal angioplasty (pta) catheter reached the lesion without issue. Upon attempted inflation, there was noted contrast media escaping from the balloon. The balloon was removed and aspirated the balloon lumen and noted that the balloon was drawing in air. Another balloon was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.